Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range impedance measurements measuring less than 200 ohms. The impedance measurements were noted during the device change out procedure. Upon review, the shock impedance measurements were stable at 73 ohms. The sensing and thresholds were within the range. Technical services (ts) reviewed and stated that the low impedance of 200 ohms could be normal for this patient, or it could also indicate a insulation challenge that may lead to oversensing and possible short condition with shock. This rv lead remains in service. No adverse patient effects were reported.